Manufacturer narrative:
Evaluation summary : the stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 20th-22nd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous and mildly calcified lesion in the lad. The devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The devices did not pass through a previously-deployed stent. Resistance was encountered when advancing both devices. Excessive force was not used. It was reported that both devices failed to cross the lesion and another stent was implanted. No patient injury reported. Analysis of ronyx27522x identified stent deformation